Manufacturer narrative:
Discus dental received a complaint on 12/08/2016, in which the patient stated she is still experiencing pain after an in-office zoom teeth whitening procedure performed in (B)(6) 2016. The patient experienced burn on top gums during the whitening procedure. The patient visited ear, nose and throat doctor, however she only took otc drug for the pain. No information was provided by the patient regarding product part number, lot number, or dental office contact information. During the follow up with the patient on 12/20/2016, patient stated that the pain has gotten better. No further information. - reviewed direction for use of the in-office whitening zoom chairside kit. It describes the steps for proper isolation of soft tissue to prevent burn and irritation. It also includes candidate qualification, safety directions, warnings, and precautions. - reviewed complaints history of the past year. Only one other similar incident was reported in the united states, in which the user failed to properly perform the isolation prior to the procedure. (Report # 1000582314-2016-00007). With the available information, discus dental concludes there was no malfunction or failure in the product. No corrective actions are required. The potential cause of this incident can be failure to follow the instructions provided with the product. Any pre-existing medical condition of the patient may also have contributed to this adverse event. Discus dental will continue to monitor similar complaints. The whitening kit and gel were used.

Event description:
Discus dental received a complaint on 12/08/2016, in which the patient stated she is still experiencing pain after an in-office zoom teeth whitening procedure performed in (B)(6) 2016. The patient experienced burn on top gums during the whitening procedure. The patient visited ear, nose and throat doctor, however she only took advil for the pain.